Event description:
Related manufacturing reference number: 2017865-2023-36719. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During fixation of the lp, loss of capture was observed. The physician attempted to reposition the device, but cardiac perforation was identified via angiography. Pericardiocentesis and cardiac massage were performed and there was continued bleeding from the cardiac tamponade. Once the bleeding had stopped, ventricular tachycardia occurred and the bleeding resumed. Percutaneous cardiopulmonary support was utilized in advance of a thoracotomy, but the thoracotomy was not performed and the patient was monitored. The patient passed away due to the bleeding from the tamponade.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.